Event description:
Resident used arrow size 22 aline kit. Apparently, the wire entered the right radial artery, but the catheter accordioned in the subcut tissue. This was not appreciated because everything looked smooth and gentle. On taking the wire out, there was resistance. The decision was made to withdraw both catheter and wire out and start over on another site. On gentle withdrawal of apparatus, it was noted that the catheter was completely sheared off. Withdrawal was aborted, both general surgeon and hand surgeon consulted. Doctor of hand prepped, draped and did a tiny incision to retrieve the catheter.